Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted (334 mg/dl). A system check performed with tandem technical support, identified the cartridge as a possible cause of the occlusion. It was indicated that the customer would change the cartridge and resume insulin delivery.